Event description:
Caller reported correlation studies were performed. The first correlation was inratio 1.5 lab 2.52. Time between testing a few hours. The second correlation study was inratio 1.4. The physician increased the patient's coumadin and the lab result the next morning was 2.6. A follow-up inratio taken on an unknown date was 1.5. The exact dates for these tests remains unknown. The patient's therapeutic range is unknown.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. A review of the manufacturer record for the lot did not uncover any relevant non-conformances. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time, as no product deficiency was established.